Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son misplaced her transmitter and her pump keeps alarming unexpected restart every time she changes her battery. Her blood glucose was unknown. She is calling back after already troubleshooting for the unexpected restart alarm. She was advised that the pump would need to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Findings: unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected alarm due to blank display. Pump received with minor scratched lcd window, stained end cap sticker and cracked reservoir tube lip.